Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that customer receive no delivey alarm. Customer was asisted in performing a 5.0 unit fixed prime and insulin did exit. Customer's blood glucose was 480 mg/dl. Customer was advised that infusion set may have been occluded. Customer was advised that infusion set would be replaced.